Event description:
Leak/break.

Manufacturer narrative:
One failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one catheter as a sample. Examination of the returned sample showed severe occlusions of both lumina in the catheter tube. When flushing the catheter over the orange lumen, it was leaking near 29 cm from distal. During microscopic examination typical signs of a pressure burst became visible at this area. The size of the tear due to the burst is 1.87mm. The green lumen can be flushed without any leakage. We were not informed what disinfectant and syringe the customer used with this catheter. There are different reasons which might lead to a catheter rupture/leakage. Excessive tensile force. The usage of small syringes can result in catheter rupture and embolism. Concerning this problem, we have listed in the product's IFU: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe." Small syringes generate higher pressures than larger ones. Furthermore, we warn: "if the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol." Alcoholic disinfectants may irreversibly damage the catheter, as mentioned in the product IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants", "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing root cause. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter.

Event description:
Leak/break.